Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Bolts on the back cane and recline cylinder assembly loosened up and consumer continued to use the chair while these parts were loose causing damage (wallowed out attachment holes and metal shavings) to the whole back assembly.